Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change out due to normal eri on a dependent patient, varying thresholds were noted on right ventricular lead. The lead was capped and replaced. The patient was stable after the procedure.